Event description:
In (B)(6) 2013, lawyer sent a request of damages on behalf of patient to the (B)(6), due to a wrong surgery undertaken by the patient. On (B)(6), the lawyer of the (B)(6) rejected the claim and addressed the request to stryker. The lawyer reported: (B)(6) 2004: surgery (right hip). Hipstar n. 6, trident cup 58-36, ceramic heads 36+0. After surgery the patient claimed noise at the implant and pain. On (B)(6) 2006: revision of the right hip, performed at (B)(6). New implant of lima company. Medical assessment stated that the damages have to be addressed to the healthcare professionals of (B)(6). The assessment of the second surgery on (B)(6) 2004 demonstrates that the trident cup was not well positioned and under sized.

Manufacturer narrative:
The information in this report was provided by a law firm in italy. The catalog number and lot code were not provided. The device was reported to be an unknown trident cup 58-36. At this time, no additional information is available due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report. Device not returned.